Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30079975l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: soundstar eco sms 8f catheter (us catalog # 10439011, lot # e8123318). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal supraventricular tachycardia (psvt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pre-procedure, the physician checked for effusion, pericardial effusion was not observed. Post-procedure, cardiac tamponade was confirmed by ultrasound and bs echo. Patient¿s blood pressure was stable. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization. Patient¿s outcome is fully recovered. The physician did not provide a causality opinion. No error messages were observed on any bwi equipment during the procedure. The generator was used in power control mode. No further information is available.